Event description:
The patient reported that the previously working patient activator was no longer working; the heart button will not push and no lights will come on the activator. It was also noted that the patient had surgery earlier that week, the activator went with them into the surgery and it has not worked since. Original batteries being used that were shipped. The patient activator was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.